Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1562 was removed.

Event description:
Subsequent information to what was filed was received: it was confirmed that there was no suture break issue, instead, there was no suture present when the plunger was removed from the devices. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported proglide devices were attempted in an unspecified vessel during a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a suture break occurred with the devices. The method to achieve hemostasis was not specified. No additional information was provided.